Manufacturer narrative:
Thv/tvt registry. Investigation is ongoing.

Event description:
As reported, during the transfemoral tavr procedure in the aortic position, the physician reported the resistance during the insertion of the delivery system/valve through the esheath and a femoral artery injury was surgically repaired upon at the conclusion of the case.   Pre-close was performed in the right common femoral artery (cfa).  The right side access was dilated and the edwards sheath was delivered.  The aortic valve was crossed and bav was done under rapid pacing without issue.  The 23mm sapien 3 valve was then prepped and advanced.  The physician reported experiencing resistance with advancement of the delivery system/valve.  The valve appeared to have migrated off, surgeon attempted to inflate the balloon but it was ruptured and deemed unsuitable for use.  The delivery system was returned into the esheath and the esheath, valve and balloon were removed over the wire, with wire access never lost from the right cfa.  A new esheath was placed and the aortic valve was re-crosssed and the wire was replaced.  A second valve was prepped and the procedure was completed.  The valve was successfully deployed in an 80:20 aortic position.  No pvl or central ai were reported.  There were concerns about the iliac bifurcation.  The vascular surgeon then joined the case.  Balloon angioplasty was performed with a 4.0mm x 4cm angioplasty balloon and demonstrated improvement of flow through the femoral but residual dissection and stenosis.  Poor flow required repair of femoral vessel.  A dissection was noted near the occlusion of the common femoral artery.  The patient was noted to have left the room in stable condition.

Manufacturer narrative:
The esheath was not returned to edwards lifesciences for evaluation.  No relevant imagery of the event was provided. The esheath undergoes multiple 100% inspections during manufacturing.  During these inspections, the devices are rejected for defects, the devices are visually inspected for flash and excess material using 10x magnification.  Furthermore, the esheath final assemblies are inspected by manufacturing and quality and each lot undergoes product verification testing on a sampling plan.  These inspections during the manufacturing process support that it is unlikely that a manufacturing nonconformance contributed to the reported event. Since the lot number information was not provided, a lot history and DHR review were unable to be performed. A review of the complaint history from june 2017 to may 2018 revealed other returned complaints for edwards esheath introducer set (for all models, 14f, 16f).  No manufacturing non-conformance were identified.  A review of the complaint history revealed that the occurrence rate did not exceed the may 2018 control limit for the trend categories of ¿resistance between devices¿. The esheath instructions for use, device preparation manual, and procedural training manual were reviewed for device preparation and use.  No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is anticipated risks of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  The complaints for ¿sheath shaft ¿ resistance with delivery system, bc¿ was unable to be confirmed. Without the device being returned for evaluation, additional visual, dimensional, and/or functional testing could not be performed, and therefore a presence of manufacturing nonconformance could not be determined.  A review of the complaint history and manufacturing mitigation did not reveal any indications that a manufacturing nonconformance of the esheath was the source of the complaint.  As noted in the training manual, ¿push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification¿.  Calcification in the access vessel can interact with the sheath and delivery system during insertion, creating additional resistance.  The calcification can narrow the vessels and create a difficult pathway for insertion.  As noted in the report, the patient had mild calcification in the access vessels.  Other procedural factors such as improper wetting of devices, incomplete or misaligned valve crimping, and incomplete advancement of the loader can also result in difficulty advancing the delivery system through the sheath.  Additionally, procedural factors such as excessive handling of the device during prep (or insertion), not fully inserting into the access vessel per IFU/training, valve crimping technique, and residual fluid in the delivery system balloon could increase insertion forces through the sheath.  Without the device being returned for evaluation, functional testing and dimensional analysis were unable to be completed.  A definitive root cause could not be determined at this time, however, available information indicates that patient and/or procedural factors may have contributed to the complaint. No manufacturing or IFU/labeling inadequacies were identified.  A definitive root cause was unable to be determined, but it is possible patient/procedural factors contributed to the reported event.  Review of complaint history revealed that the occurrence rate does not exceed the may 2018 control limits for this trend category.  Therefore, no corrective or preventative action is required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Additional information provided clarified no holes were seen in the balloon during prep. It was not until the balloon was inspected, after it had been removed, that it was observed to have torn. The physician did not experience any resistance inserting the delivery system into the esheath, but had issues with valve alignment. The balloon was prepped with no extra volume added. Investigation is ongoing.

Manufacturer narrative:
Ref. Related mfgr. Report number: 2015691-2018-01745.